Event description:
On (B)(6) 2020 a customer from the united states notified biomérieux of a qcv detected failure at position b1 of their minividas® analyzer (ref. 99737, serial (B)(4)). The customer stated the qcv failure occurred after performing maintenance on the minividas® analyzer. The last successful qcv was completed on (B)(6) 2020. A retrospective analysis was performed for the impacted timeframe, and results were provided by the customer on (B)(6) 2020. Thirteen (13) tests were performed in section b1 between (B)(6) 2020 and (B)(6) 2020, one (1) vidas® dex2 test and twelve (12) vidas® pct tests. One (1) vidas® pct sample was falsely underestimated with initial and repeat test results being <0.05 ng/ml and 4.71 ng/ml respectively. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. On (B)(6) 2020, a biomérieux field service engineer (fse) visited the customer site and repaired the instrument. The fse then performed a qcv test; all values were within the expected ranges. Biomérieux will initiate an internal investigation.

Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a qcv detected failure at position b1 of their minividas® analyzer (ref. 99737, serial (B)(6)). Although patient had 4.71 pct, she was not diagnosed with sepsis. She was given antibiotic throughout her stay due to history of cholecystitis. Her treatment was not affected by the change in results of the pct. A biomérieux internal investigation has been completed. A biomerieux field service engineer (fse) completed several actions as instructed per mar1901. The seals were replaced and visually inspected. A leak test and qcv test was performed to qualify the instrument. The qcv test results passed with tv1 results being correct in all positions even in section b1 where it had previously failed. The qcv failure was caused by an issue with the seals that were replaced. See section h10.